Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 2mg/ml at 0.2195mg/day via an implantable pump. The indications for use were post lumbar laminectomy syndrome and spinal pain. The healthcare provider reported that the patient¿s pump was empty. The patient did miss a refill. There were no patient symptoms and no further complications were reported.